Event description:
Further information received provided additional background to the event. It was reported that the right side lead had an impedance measurement of 717 ohms (at 4.14 ma) in 2011. Impedances taken on (B)(6) 2012 were as follows: 605 ohms on electrode combination 10 and 11, 96 ohms on electrode combination 9 and 11, 102 ohms on electrode combination 8 and 10. After the surgery on (B)(6) 2012, the right lead impedance measurement was 119 ohms (23.19 ma). The patient was programmed with electrode combination of 10 and 11 prior to the (B)(6) 2012 revision surgery. It was noted that the physician destroyed the extension that was replaced during the revision and was not available for analysis. Following the revision, the therapy impedance on the right side was 990 ohms at 3.042 ma. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient experienced a burning sensation at the lead/extension site after undergoing an implantable neurostimulator (ins) replacement on (B)(6) 2012. Impedances of <(><<)>250 ohms were measured on all combinations of electrodes #8, 9, 10, and 11 of the right side lead. Palpating the lead/extension connection caused a change in stimulation. When the stimulation was turned off, there was a burning sensation at the ins pocket, but not at the lead/extension connection site and with stimulation on, a burning sensation was felt at the lead/extension connection site but not at the ins. Follow-up information was received that indicated an x-ray was performed that showed a "possible issue" with one of the contacts at the extension/lead site. It was also noted that the patient experienced a lack of therapeutic effect and headaches at the lead/extension connection site. Surgery was scheduled for (B)(6) 2012. During surgery, the physician found that a boot was not placed over the lead/extension connection, and the extension was replaced. The physician reported the patient was "doing fine" following surgery. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: na, product type: extension, product ID 37085-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type: extension, product ID 3387s-40, lot# v284003, implanted: 2009 (B)(6), explanted: na, product type: lead, product ID 3387s-40, lot# v257583, implanted: 2009 (B)(6), explanted: na, product type: lead. (B)(4).